Manufacturer narrative:
This report is submitted on february 02, 2024.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 11, 2024.